Event description:
(B)(4) after getting essure in (B)(6) 2011, started getting sick (B)(6) 2013. Diagnosed with hashimotos disease in (B)(6) 2014, high blood pressure and anxiety, constantly in pain daily. My device was paid for by insurer

Event description:
(B)(4). I just had a partial hysterectomy surgery on (B)(6) to remove the essure coils